Event description:
Customer reported the insulin pump was alarming button error. Customer's blood glucose level was 124 mg/dl. Customer does not recall any significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. Customer also reported that she has had low blood glucose events, as low as 38 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms. The device passed; the displacement test, basic occlusion test, occlusion test, prime/a33 test, and excessive no delivery test. The device was received with a scratched lcd window. The device was received with cracks at the corner of the case display window, cracked battery tube threads, cracked reservoir tube lip, and a cracked belt clip slot.